Event description:
Customer reported and under infusion of vp-16. Drug infusing at a rate of 556ml/hr with a volume to be infused of 556ml. Infusion reported to take 1 hour and 10 minutes with a residual of 42 ml. No patient harm; no medical intervention. No other clinical or patient information provided. Requested return of device. If device received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.